Event description:
It was reported that the patient's right ventricular (rv) lead had an increase of rv impedance along with a with a slight increase in threshold and a drop in sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned; however, data was collected from the device and analyzed. The weekly pace impedance trend data shows an increase for minimum and maximum ventricular bipolar pacing impedance of 893 to 2261 ohms peak between (B)(6) 2012 and (B)(6) 2013. There was on ventricular non-sustained tachycardia of 210 ms on (B)(6) 2012. (B)(4).